Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies, and the setscrews moved freely. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the setscrew issues at implant causing this device not to be implanted.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that during the implant of this pacemaker, the right ventricular (rv) lead was inserted into the header. The physician was not able to get the setscrew to secure the lead. There were observations of no pacing output and there was noise on the egm. The rv lead was removed from the header and placed in the ra port successfully. The device was changed out to another device, and was not used. No adverse patient effects were reported.